Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient for tape not sticking. Infusion set fell off after taking shower. No further information was available